Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4+. The posterior mitral leaflet was restricted and tethered. Imaging was difficult due to the complex anatomy. The clip was placed successfully; however, during gripper line removal, some resistance was felt. After the gripper line was removed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted medial to stabilize the slda clip. Mr was reduced to 1. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the gripper line. The reported single leaflet device attachment (slda) and poor image resolution were due to patient morphology/pathology. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.